Event description:
It was reported that during a training/demo of the da vinci system the mega suturecut needle driver had a wire broken during training. There was no report of patient involvement.

Manufacturer narrative:
The mega suturecut needle driver has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken grip cable at the distal end.